Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va28xhx, implanted: (B)(6) 2020 product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during stage 2 procedure, there was low impedance (60-110 ohms) found on the left lead on contact 0 and 1. All of the connections were checked, extension to lead, extension to generator. They were all tried multiple times , everything was wiped off, and suctioned. A twist lock cable was used to test the lead connection and impedances were good, so the extension was exchanged for a new one. This did not resolve the impedance issue . To rule out the generator, the left and right lead were swapped in the generator and tested. The impedance then showed on the "right" side, so the low impedance followed the change in wire, leading us to not suspect the generator. They also swapped the left and ride side at the extension-lead connection and the same thing happened. This made them suspect it was likely the lead wire that was damaged, despite the twist lock not indicating any impedance issue. During the dozens of impedance tests performed, there were 2 or 3 that showed normal impedances, but they went away after the wires were manipulated more, particularly near the extension-lead connection. The surgeon also commented he thought it looked like the lead may be damaged at contact 0 or 1. Surgeon finally decided to close up with the low impedance. The rep mentioned surgery lasted approximately an hour longer than typical.